Event description:
Customer's family member reported customer received high glucose reading (148 mg/dl) from their freestyle freedom meter. Customer's family member reported customer experienced symptoms of hypoglycemia. Paramedics were called and they obtained a glucose reading of 24 mg/dl from their hcp meter and treated customer with dextrose 50 solution and food. There is no report of any diagnosis, and investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.